Event description:
Arndt endobronchial blocker catheter was inserted after the balloon was checked for integrity. Once placed, the balloon would not inflate. The catheter was removed and it was noted that the balloon was missing. Fiber-optic bronchoscopy was performed and the balloon was not identified since the balloons are non-radiopaque. Pulmonary was consulted and missing portion was still not identified. At this time, the family of the patient was notified of the problem. The physician called cook critical care immediately regarding this issue. He was told that this had happened four times in past. Following an in-house meeting when this case was presented, the safety officer contacted cook critical care. Dialog was interchanged, but at this time they did not confirm the statement of the other previous four cases. Cook asked for pictures, which were sent, in addition to a new catheter. We do not have the packaging of the catheter involved. The doctor involved was told the piece that was retained was made of silicone and that many stents, etc. That are placed in vivo are made of that material without contributing to post-operative problems in patients. Following the follow-up bronchoscopy, washings, and radiological attempts as well as calling company, there have been no further plans to locate and remove the retained portion. Family was notified as mentioned, but it remains unknown of any future patient safety issues. We are presently in a holding pattern with cook as they are not offering quality check or other information. They questioned whether the catheter was placed within a suture line, and we have not received information from physician in this matter. Internal education of staff has taken place pertaining to saving the packaging of devices that are defective/breaking during use. We have sent out messages to nursing and/ or departments regarding this issue, but there are often gaps in communication.